Event description:
It was reported that the right ventricular lead experienced high impedance after device changeout. The impedance checked out with the analyzer so it was suspected that the set screw impeded the lead. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.